Event description:
It was reported that during a shoulder procedure using a super turbovac 90 icw wand, a piece of plastic from the wand detached while inside the surgical site. The broken piece was unable to be located, thus was not recovered. The procedure was otherwise completed successfully without delay. There have been no patient complications reported as a result of this event.